Event description:
It was reported that bone screw got lodged in tissue protector when placing the tibia tracker. Tried using an osteotome to dislodge it. Took out the other screw to twist the tissue protector to loosen it and the screw broke off in the tissue protector and left the very end piece in the tibia. Surgeon manually placed the screws.

Manufacturer narrative:
H11: b1 and h1 were updated to report type adverse event.

Manufacturer narrative:
H11: correction: b1 and h1 were updated to report type malfunction.